Event description:
The customer contact reported "sparks when plugged in". The pump was returned to the materials mgmt dept with an unsigned note that stated, "sparks when plugged in". No tracking info was provided;therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.